Event description:
It was reported that the device had an electrical reset. It was further reported that the patient was undergoing radiation therapy and it was noted that there was bit corruption. The reset was cleared and the device was set back to the original settings. It was further reported that the device was explanted due to normal battery depletion and returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) was noted as one por for write to locked ram, addr=17f3, data=0e, occurred on (B)(6) 2011 15:24:50. One patient alert for por occurred on (B)(6) 2011 14:24:50.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device met 99% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. It was also noted that there was a random access memory chip memory error. Performance data collected from the device was analyzed. Power on reset (por) was noted as one por for write to locked ram, addr=17f3, data=0e, occurred on (B)(6) 2011 15:24:50. One patient alert for por occurred on (B)(6) 2011 14:24:50.

Event description:
It was reported that the device had an electrical reset. It was further reported that the patient was undergoing radiation therapy and it was noted that there was bit corruption. The reset was cleared and the device was set back to the original settings and remains in use. No patient complications have been reported as a result of this event.